Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6). H3: the customer declined support/repair.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ defibrillator/monitor indicating that the therapy test failed. There was no patient involvement. Available details indicate that the device had exhibited symptoms of a failure, but the customer declined further support/repair, therefore there is no additional information available. The device remains at the customer site unrepaired. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer declined further support/service/repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.